Event description:
It was reported that during a zeus clinical case the disposable and reusable motor packs started to fail and give error messages. No pt injury or adverse outcome occurred. This is a safe failure because the instrument driver is not inserted in the pt's body and any failure of the instrument driver will only cause the instrument not to function. However, the case was cancelled per dr's request. Because of the limited info provided, whether the procedure was converted to laparoscopic or open surgery cannot be confirmed.